Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient alleged their ins changed the program by itself the day of the call. The patient stated when they connected they were on program 4, but they had just checked their ins earlier and they were on program 2. It was reviewed that the stimulation does not change by itself, so they could have the ins checked at the doctor¿s office if they felt the ins changed programs by itself. No patient symptoms were reported. No further complications were reported.